Event description:
A customer reported that the usb rubber door of the pump had fallen off, the pump housing was chipped, and there were difficulties charging the pump as the usb felt loose and the cord could pop out if not careful. There was no reported impact to the customer¿s blood glucose level. The customer, whose pump was out of warranty, was in the process of obtaining a new device and declined further follow-up from technical support. No additional information was received regarding the outcome of the event.